Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. A cine file, sent with the case, was reviewed by an abbott vascular physician/clinical specialist. The reviewer concluded the lesion at the distal edge of the implant was unprotected due to lack of centering of the implant resulting in a distal edge dissection. There was no malfunction of the implant observed. The reported patient effect of dissection, as listed in the instructions for use, is a known patient effect that may be associated with the use of coronary implants in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the right coronary artery (rca). Pre-dilatation was performed with a 3.0 x 15 mm trek balloon, reducing the stenosis to less than 40%. The 3.5 x 18 mm implant was successfully deployed at 16 atmospheres. At the completion of the procedure, the patient suddenly felt bad. An EKG measurement showed elevations, which made an immediate intervention necessary. An angiogram revealed an acute vessel wall dissection at the distal end, but still inside the implant. A 3.0 x 18 mm implant was deployed directly distal (not overlapping) to the first implant, as the vessel dissection was moving further distal. As the blood flow from the dissection did not stop and had already progressed further in the distal direction towards the rca bifurcation area, a 3.0 x 18 mm xience prime stent was implanted (no overlap) to successfully seal the dissection. The treatment was then successfully finished; however, this was considered a clinically significant delay in procedure. It was further reported that during the procedure the patient experienced bradycardia and was given atropine. The patient outcome was good. The physician's opinion is that this implant shows much more recoil after inflation than a metal stent, which leads to lower pressure to the vessel wall. He also feels that the balloon underlying the first deployed implant could have also caused the dissection, due to the balloon being slightly longer than the implant. This overlapping region of the balloon could have pressed into the vessel wall and caused the dissection. No additional information was provided.

Manufacturer narrative:
(B)(4). The implant remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.